Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co was has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
The pt reported not feeling well for the past month with symptoms of blurry vision "spots before my eyes." A 8/a fasting blood glucose test on her on touch basic meter on 7/9 was 105 mg/dl. She did not eat nor take insulin. She went to a routine office visit with her physician at 1:30/p where a laboratory blood glucose test was performed. The result was 771 mg/dl. The pt proceeded to the hospital as advised by her physician, where she was treated for hyperglycemia (exact treatment unk). A comparison was performed between the pt's meter and the dr's meter (brand unk) in the hospital with results of 218 and 440 mg/dl respectively. Although the meter is cleaned according to MFR's recommendations, it is cleaned only when it displays the "clean test area" message. No control solution tests are performed. The meter was in calibration on 7/11, reading 75 within a range of 70-96.